Event description:
New information received on (B)(6) 2018 indicates that the lead had exhibited decreasing sensitivity. The patient was asymptomatic as a result and was ok throughout the procedure.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2018 due to a sensing issue. No further information was available.